Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that pt states the rtm cord gets really hot on the cord and today felt like it was on fire. Pt states for the past month this has been going on for. Pt states the relay box is getting hot and this is getting worse and worse.pt did not have rtm to provide serial number and will be calling back to provide this so we can ship rtm. Pt states the rtm is still working for now and is not urgent. Pt called back from registered number repeating information the recharge telemetry module (rtm) had been getting so hot and now last night they got a code system problem (77) rm05. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: product ID: 97755, serial/lot #: (B)(6) was returned for analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.